Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited a decrease of battery capacity over a six month period. The remaining battery capacity dropped by 52 percent in a six month time period. A subsequent data analysis confirmed the unit was malfunctioning. The device was later explanted and returned for analysis. No resulting adverse patient effects were reported as a result of the early depletion.

Event description:
It was reported that this device exhibited a decrease of battery capacity over a six month period. The remaining battery capacity dropped by 52 percent in a six month time period. A subsequent data analysis confirmed the unit was malfunctioning. The device was later explanted and returned for analysis. No resulting adverse patient effects were reported as a result of the early depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.